Manufacturer narrative:
The iol is implanted.

Event description:
The pt reports that z-syndrome developed approximately two months after cataract surgery with bilateral implantation of crystalens iol. This report refers to the right eye. The pt reports that her distance vision is poor and she wears glasses for correction. Yag laser treatment was applied with no improvement. Near vision is good. Reference MDR # 2031924-2011-00071.